Event description:
It was reported that a novum iq syringe pump had a flange error message (flange sensor failure, system error 21502). This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and multiple occurrences of flange sensor failure were observed. The flange sensor test was performed with passing results. A visual inspection was performed, and the grommet was revealed to be slightly rotated interfering with the flange sensor. The reported condition was verified. The cause was determined to be from the grommet. The grommet will be reworked to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.